Event description:
A caller reported a tandem mobi cartridge alarm that occurred during the load process while filling tubing, but no cartridge change was made at the time. The customer's blood glucose level did not exceed 500 mg/dl, with no adverse impact reported. After the alarm, the customer changed the cartridge, and there were no further required actions, as the issue occurred on a previous day with a different cartridge.